Event description:
It was reported that the device would not power on with a known good battery. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio- control evaluated the device verified the reported failure to power on. Further evaluation of the device at the failure analysis center isolated the cause of the failure to be the digital pcb assembly due to a process residue on the board surface. The device on/off switch had an intermittent operation from what appeared to be a metal migration under a filter, designator fl35, on the pcb. A replacement device was provided to the customer.